Manufacturer narrative:
Concomitant medical products: product ID: 37761, serial#: (B)(4), product type: recharger, product ID: 37751, serial#: (B)(4), product type: recharger. Other relevant device(s) are: product ID: 37761, serial/lot #: (B)(4). Analysis of the desktop charger (serial # (B)(4)) found the cable assembly connector pins were broken. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the recharger wouldn't recharge. The recharger screen was blank. The desktop charger green light was on and the connector pin didn't look loose or bent. It was further reported that when they went to charge the recharger the connector pin got stuck and completely broke off. They were able to remove the connector pin from the recharger, but it wouldn't stick back on. The patient mentioned that the legs hurt because their stimulation had shut off after not charging due to damaged equipment. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from patient. It was reported that parts damaged were sent back and new parts were sent to replace them. No further complications were reported.